Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Updated field b5 with additional information received.

Event description:
It was reported that a patient experienced hypotension, bradycardia and a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave was selected for use. Three of four veins were ablated successfully, when attempting to position the catheter for ablation of the right inferior pulmonary vein (ripv) the physician felt some resistance with the guidewire. Then, the patient became hypotensive and bradycardic. It was noted that a pericardial effusion occurred. A pericardiocentesis was performed and 2050 ml of blood were drained before the patient was transfer to the coronary care unit (ccu). A central line was inserted before transferring the patient. The patient remained stable overnight, and the chest drainage was removed the day after the procedure. The device is not expected to be returned for analysis as it was disposed. It was further reported that the patient was successfully discharged 48 hours after the procedure.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced hypotension, bradycardia and a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave was selected for use. Three of four veins were ablated successfully, when attempting to position the catheter for ablation of the right inferior pulmonary vein (ripv) the physician felt some resistance with the guidewire. Then, the patient became hypotensive and bradycardic. It was noted that a pericardial effusion occurred. A pericardiocentesis was performed and 2050 ml of blood were drained before the patient was transfer to the coronary care unit (ccu). A central line was inserted before transferring the patient. The patient remained stable overnight, and the chest drainage was removed the day after the procedure. The device is not expected to be returned for analysis as it was disposed.